Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review, and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a re-usable device, and was manufactured in december 2011, and it is almost (B)(6) years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issue was found. The event logs were reviewed and multiple tcmid:06 (ce post failure) error messages were observed to have occurred on/around the customer's reported event date, thus, confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message; thus, confirming the reported complaint. Investigation revealed that there was no pressure inside the cooling engine plumbing due to leakage of the refrigerant out of the tubings. Consequently, the compressor was unable to build up the necessary pressure, which is required to perform cooling. This issue could have happened as a result of deterioration of the piping connections due to corrosion. The defective cooling engine (ce) will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:06 (ce post failure) error message during the power-on-self-test (post). Another thermogard console was used to initiate, and complete the treatment. No consequences, or impacts to patient.